Event description:
It was reported that part of the spring mechanism dislodged from the rod reducer during surgery. The broken piece hit the surgeon and light and contaminated the field. The spring did not fall into the wound. No additional complications were reported.

Manufacturer narrative:
(B)(4): the rod reducer was returned for eval. Visual examination confirmed the male leaf spring and attachment screw are missing and not returned for analysis. Optical inspection of the threaded hole and surrounding surface did not identify any material or functional wear or damage. A review of the device history records did not identify any applicable nonconformance to spec.